Event description:
"First incision umbilical approx 2 cm, alexis was inserted, 3 trocars were placed in gel cap along the middle of each outer perimeter line of the applied medical triangle, one 12mm kii trocar, non-threaded, was placed slightly below the middle, insufflating of co2 which was heated (37 degrees c) after approx 45-60 minutes the surgeon noticed small gel particles which could be found on and around his instruments, inside the situs, on his gloves and even inside the trocar lumen. We proposed to use a second gel cap to solve the problem. Surgeon pushed fixation discs through the gel. This worked until the end of the procedure - no separation of gel particles from the cap." "Patient status is well, no special intervention was required. Gel particles were retrieved out of the abdomen according to our inservice; no complications occurred during this retrieving of particles."

Manufacturer narrative:
Received report and now awaiting product for engineering evaluation. Will follow up with additional information.